Event description:
Physician peformed a uterine artery emobolization procedure on the patient. Patient did not mention any discomfort or burning sensation at the time of the procedure. Physician was notified at a later time by patient of radiation burn. At this point of the investigation, philips has been unable to identify the severity of the burn.

Manufacturer narrative:
H6 (eval results) - (other) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. H6:(conclusions) - (other) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.